Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation: device history record (DHR) - review of the history device records was not possible as the lot number was unknown. Failure analysis: the valve was visually inspected; it was noted the silicone was cut/ torn around the siphon guard marks were also noted in the siphon guard, the needle base was slightly raised in the needle chamber as well as needle holes in the needle chamber. The valve was leak tested, leaked from the needle holes in the needle chamber, but not from the tear/cut in the silicone housing around the siphon guard. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The catheter was irrigated, no occlusions noted. The root cause for the slightly raised needle guard noted during investigation is probably due to wrong handling as noted in the instruction for use (IFU): do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The root cause for the cut/tear in the silicone housing around the siphon guard noted during the investigation, was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. No root cause could be determined for the problem reported by the customer as the technician could not confirm an occlusion with the valve at the time of investigation. The possible root cause for the occlusion issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no occlusion was noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported occlusion of the certas catheter: the certas valve with unitized distal catheter was implanted in a patient with pilocytic astrocytoma via ventricular peritoneal shunt in (B)(6) 2020 with an initial setting of 5. The patient was symptomatic presenting with somnolence with suspected shunt valve occlusion. Radiographic imaging demonstrated ventricular enlargement. The patient was taken to the operating room on (B)(6) 2020 for a shunt valve replacement.